Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's mother reported that son had high blood glucose. Customer stated that her son woke up with very large ketones and high blood glucose in the 400-500's mg/dl. Customer wanted insulin pump replacement and declined to troubleshoot due to they troubleshoot high blood glucose back on (B)(6) 2014 and the insulin pump passed. Customer's blood glucose was 212 mg/dl. Customer treated high blood with insulin pump. Customer feels the insulin pump is not safe even though it passed troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).